Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that her peristomal skin was red, open, weepy and itchy under 100 percent of the tape collar portion extending outward about 13 mm for the past month. Her usual wear time was 7 days. She had experienced no leakage during this time. Thereafter, she saw a physician about one month ago at an urgent care who diagnosed cellulitis and prescribed keflex for 10 days. She noted improvement while taking the keflex, but the skin again became red, open, weepy and itchy after the 10 days course of keflex was completed. The end user removed and replaced with the same product. The dermatologist did take skin scrapings from the peristomal skin, but the results are not yet available. No photo is available at this time.